Event description:
Customer reported receiving an inaccurate high glucose reading (227mg/dl) from their medisense optium meter. Customer reported experiencing symptoms of "dizzy and out of it, passed out, paralyzed in a coma-like state, could not talk, move or walk, incoherent" and loss of consciousness. Paramedics were called and transported customer to lodi memorial hospital where he was diagnosed with severe hypoglycemia and being treated with IV solution and "two tubes placed in mouth."

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.